Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch, ventralex st and ventrio st on (B)(6) 2007 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2007. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: the implant date for composix kugel hernia patch has been considered as (B)(6) 2007 and for ventralex st and ventrio st have been considered as (B)(6) 2020 due to the unavailability of composix kugel hernia patch in 2020. Addendum per additional information provided: on (B)(6) 2007 ¿ patient was diagnosed with large incarcerated ventral hernia of abdominal wall thereby underwent open repair with the implant of composix mesh (device 1). Per op notes, ¿the hernia sac was identified. The small bowel was found to be adherent to the subcutaneous sac. A bard composix mesh (device 1) was applied over the fascia and secured using sutures.¿ on (B)(6) 2007 ¿ patient was diagnosed with small bowel obstruction; incarcerated recurrent incisional hernia thereby underwent open repair with the removal of mesh (device 1) and implant of synthetic mesh. Per op notes, ¿the previous mesh (device 1) placed as onlay was removed with sutures. The fascia was opened and there was another hernial defect in the left lateral aspect. The small bowel was found incarcerated and the loop of the bowel was found constricted because of dense adhesions between the sac and the bowel and the fascial defect was separated. A dilated portion of the bowel was completely removed out of the sac. The defect from epigastrium was noted. An biological mesh was placed over the fascia and sutured.¿ on (B)(6) 2019 ¿ patient had small bowel obstruction thereby underwent esophagogastroduodenoscopy. On (B)(6) 2020 ¿ patient had covid and was diagnosed with incisional ventral hernia, partial obstruction thereby underwent open repair with the implant of ventralex st mesh (device 2). Per op notes, ¿in large hernia, there was a significant amount of colon within the hernia creating a very large sac. The obstruction was released by hazy lysis, that the entire area of colon herniated was completely free and bowel was reduced into abdominal cavity. Adhesions were cleaned and defect was noted. A ventralex st mesh (device 2) was placed into abdomen and peritoneal layer placed against peritoneum and placed underlay using sutures.¿ (note: based on the implant details provided in medical records, it was indicated that the surgeon implanted 3.2 inch ventralex st (device 2) whereas 11x14 cm ventrio st mesh (device 3) was considered, but not used. The operative notes indicates that 3.2 inch ventralex st (device 2) was implanted during this procedure.¿) on (B)(6) 2021 ¿ patient passed away. Per death certificate, the cause of death was ¿acute on chronic hypoxic respiratory failure, partial large bowel obstruction, incarcerated ventral hernia."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b4, b5, b6, b7, d3, d4, g3, g6, h2, h6, h10, h11. Corrected fields: d.6a (date of implant). This supplemental emdr represents the ventrio st mesh (device 3). An additional supplemental emdr was submitted to represent the bard/davol ventralex st mesh (device 2) and composix mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #3). Additional emdrs were submitted to represent the bard/davol mesh ¿ composix kugel (device #1) and the bard/davol ventralex st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch, ventralex st and ventrio st on (B)(6) 2007 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2007. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: the implant date for composix kugel hernia patch has been considered as (B)(6) 2007 and for ventralex st and ventrio st have been considered as (B)(6) 2020 due to the unavailability of composix kugel hernia patch in 2020.